Event description:
The customer reported a contained leak from the cap piercer on a unicel dxc 600i synchron access clinical system. No erroneous results were generated. The operator was wearing personal protective equipment and no injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse found the cause of the leak was an obstruction in the cap piercer drain valve. The fse removed and disassembled the valve, clearing the obstruction. The fse reinstalled the valve. These actions resolved the issue. No further leaking was observed after removing the obstruction.